Event description:
It was reported that this right atrial (ra) lead pacing impedance measurements are high out-of-range. Information was requested from technical services (ts) for programming magnetic resonance imaging (MRI) protection mode with high impedances. It was noted july of last year the ra impedance measurement was greater than 2,000 ohms triggering a lead safety switch (lss) to unipolar. The impedances are continuing to gradually increase with the current measurement at 2,800 ohms in bipolar configuration and unipolar at 2,400 ohms. The ra pace thresholds are 1.0v (volts) at 0.4ms (milliseconds) in both bipolar and unipolar configuration. The sensing is normal in bipolar with myopotential noise in unipolar which is expected with this configuration. No additional noise was reproducible once the lead configuration was programmed to bipolar sensing. Ts provided information on the MRI technical guides with device programming with high out-of-range impedance measurements. Ts also recommended the patient to be evaluated with their physician for a possible lead revision in the future. Additional information received advised with the consultation with ts, the physician suspects the impedance issue to be caused by mineralization and calcification at the lead tip and is recommending the patient be followed at normal intervals. At this time, the lead and device remain in service. No adverse patient effects were reported.